Event description:
The balloon catheter helium line was found to have blood in it which lead to believe there was a tear. The physician decided to open another 30cc balloon catheter for insertion. The second balloon catheter operated correctly.